Event description:
It was reported that there was a revision of a hip and ceramic on ceramic, head. Cup shifted vertically and was unstable.

Event description:
It was reported that there was a revision of a hip and ceramic on ceramic, head. Cup shifted vertically and was unstable.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no medical records were returned for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.